Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they've have issues in that they receive communicator error or system error and have to restart. Caller stated they are currently prepping to go into an implant and requested assistance to ensure they are able to connect to the ins. Caller attempted to connect to ins and selected "start usage" but received system error (they bypassed the message and did not see what the code was) and attempted to connect to ins again. Caller then received validation error 00 01 00bb, selected continue and was able to select "start usage" which then brought them to the "implant device" screen. Technical services (tss) reviewed why this message can occur with starting this implant model and suggested to move slower through the initialization process, only press buttons once and then be patient for device to initialize. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.